Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, dry skin and infection under entire patch area. It was reported that the patient experienced a severe infection that when up in the armpit. The patient consulted a healthcare provider (hcp) and they prescribed oxacillin 500 mg( oral antibiotic). The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient was in good condition. No additional patient or event information is available.